Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported both the occipital leads were not providing effective therapy and exhibited high impedances on some contacts. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead (b) found the internal lead wires broken. The reason for the event remains unknown.

Manufacturer narrative:
Corrected data- d4: primary unique device identification (UDI) number, h6: investigation conclusions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein both of her occipital leads were replaced, and therapy was restored.